Manufacturer narrative:
Per tandem's t:slim x2 g5 user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had delivered too much insulin for a fatty meal. Blood glucose (bg) was 59 mg/dl. Due to eating too many carbohydrates to correct the low bg, it elevated to 301 mg/dl. Tandem technical support advised the customer to discuss the event with a healthcare provider.